Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The initial reported event of fracture was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.